Event description:
Surgeon was tapping s1 and the threaded part of the tap broke off into the pt. Surgery was stopped, and a removal tray was retrieved. As the removal tray was being opened, the surgeon recovered the broken piece. Surgery outcome was not affected.

Manufacturer narrative:
Device was evaluated upon return, and was found to have a discrepant flute.